Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for olecranon fracture with the locking screws. The surgeon tried to insert the locking screw (28mm) to the most proximal hole of the proximal ulna plate first, however the locking screw didn¿t lock properly. There was concern that the tip might be interfering with the screw that had been inserted first, so a second screw (24mm) was inserted, but this also did not lock, and there was a risk that it might back out after surgery, so it was removed and insertion into the most proximal hole was abandoned. In the doctor's opinion, he commented that it was possible that soft tissue had become entangled with the screw, and that the threads on the plate had been scraped off while the screw was being inserted and removed multiple times. The surgery was completed successfully with no delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.